Event description:
It was reported that during a coil embolization procedure the coil detached. The interlock coil 3mmx6cm was considered too big for the intended location. The coil disconnected from the coil pusher while attempting to withdraw the device. The coil detached into the patient and was removed with a snare. The procedure was finished. The patient remained stable and no complication has been reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the main coil was returned for evaluation and was found to be extremely stretched. There was blood on the fiber bundles. The interlocking arm of the main coil was missing. The zap tip shape and surface was smooth. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use: it was reported that intermittent flush was maintained during the procedure. The dfu states: "continuous flush reduces the risk of retrograde blood flow and/or thrombosis occurring in the microcatheter and around the coil. Retrograde blood flow and/or thrombosis will cause difficulties advancing the coil in the catheter and will contribute to the coil becoming jammed in the catheter." The preparations for use section of the "fidc" dfu instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in friction experienced and the coil becoming stuck in the catheter. Insufficient flush is responsible for the coil being stretched and the pusherwire was broken as a result of force as the coil was being advanced and possibly retracted against a resistance.